Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system did not have the medication on profile due to "clear cache" option was not enabled. As a result, message processing was delayed, leading to a buildup of queued messages. A technical support specialist addressed the issue by enabling the "clear cache" option, which promptly restored normal message flow. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower medication was not on profile. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system did not have the medication on profile due to "clear cache" option was not enabled. As a result, message processing was delayed, leading to a buildup of queued messages. A technical support specialist addressed the issue by enabling the "clear cache" option, which promptly restored normal message flow. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower medication was not on profile. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.